Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded and the distal tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the distal edge of the markerband was revealed. There was a scratch in the balloon that was over the markerband, left of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was selected to dilate the lesion. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.